Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to abdominal pains, and unspecified issues. Reportedly, customer was hospitalized possibly due to a diabetes related issue; however, healthcare provider reviewing customer's case was unsure of the details and nature of the cause of customer's hospitalization. Customer was treated with intravenous insulin and fluids. No information was provided regarding customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.